Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The two returned samples were visually inspected and no obvious defects were found. No occlusion was observed in the manifolds. The ball in the check valves of the drip chambers moved freely per specification. A calibrated constellation console representing the current software version was used to test the samples. The samples could prime and tune with the ultrasonic handpiece successfully. No anomalies were observed during priming. No system message code was generated during testing. The irrigation and aspiration pressure rates met specification. Fluid flowed from the balanced salt solution (bss) bottle to the drain bag without any interfering. No leakage was detected from the pump elastomers or on the pump areas of the fluidics module. Cleaning process was able to be performed after functional test had completed. The root cause of the customer's complaint could not be established; the returned samples functioned per specifications. After an investigation of this complaint, it has been determined that this samples functioned per specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received form the company representative who indicated the aspiration failure occurred during ultrasound phase.

Event description:
A physician reported bubbles appeared in the two cassettes (not in the patient¿s eyes) which prevented the surface of the solution from being detected and resulting in a frequent appearance of error message and failure in aspiration during a vitrectomy procedure. The procedure had to be stopped and continued until the bubbles calmed down. The procedures were completed. There were no patient harm. This occurred in two cases in a row in usual way of handling.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).